Event description:
The manufacturer received information alleging a ventilator was not delivering the set volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs replaced to address the issue.